Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive about every other day and that the display showed pixel issues, with the button problem worsening as the screen issue progressed, consistent with a key or button not working and involving the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with a component failure, aligning with a nonresponsive key or button and the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.